Manufacturer narrative:
Additional information was received that there was ipg migration/movement with battery shifting from flat to vertical position. An abdominal binder was also known to be used.

Event description:
A report was received that the patient was experiencing pocket discomfort and charging difficulties. The ipg was moving around inside the pocket. The patient underwent a pocket revision. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pocket discomfort and charging difficulties. The ipg was moving around inside the pocket. The patient underwent a pocket revision. The patient was doing well postoperatively.